Event description:
It was reported that this peritoneal dialysis (pd) patient reported experiencing belly aches prior to his pd treatment. The patient stated he was diagnosed with peritonitis and was completing manual exchanges with the antibiotics. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing unspecified pain on (B)(6) 2025 and diagnosed with peritonitis. A pd effluent culture was obtained on (B)(6) 2025. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2mg every 3 days and ip cefepime 2mg daily (duration unknown). The cultures resulted positive for growth with gram-positive corynebacterium (no species provided). The white blood cell (wbc) count was 5,638 and the percentage of polymorphonuclear cells was 86%. The cause of the peritonitis is unknown. The patient was not hospitalized and did not require a pd catheter removal. The patient is continuing ccpd therapy during recovery.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and use of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although a cause of the peritonitis was not determined, corynebacterium belongs to the physiological flora of human skin and mucous membranes thus suggesting a breach in aseptic technique at some point during the patient¿s treatment. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported experiencing belly aches prior to his pd treatment. The patient stated he was diagnosed with peritonitis and was completing manual exchanges with the antibiotics. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing unspecified pain on (B)(6) 2025 and diagnosed with peritonitis. A pd effluent culture was obtained on (B)(6) 2025. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2mg every 3 days and ip cefepime 2mg daily (duration unknown). The cultures resulted positive for growth with gram-positive corynebacterium (no species provided). The white blood cell (wbc) count was 5,638 and the percentage of polymorphonuclear cells was 86%. The cause of the peritonitis is unknown. The patient was not hospitalized and did not require a pd catheter removal. The patient is continuing ccpd therapy during recovery.